Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to a post-operative migration of the electrode out of cochlea. In addition one channel was already extra-cochlear since implantation surgery. The explanted device has not been received for investigation yet.

Event description:
Based on imaging four channels are extra cochlear on the concerned side and have been disabled. The recipient has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Based on imaging, four channels were extra cochlear on the concerned side and have been disabled. The recipient has been explanted.